Event description:
It was reported by a customer in the USA that, an 840 ventilator failed power on self-testing (post). There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) eval the device, and verified there reported malfunction. The cse replaced the backup power supply (bps) printed circuit board (pcb), power supply, and ac panel module, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).